Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrate intake and entered a bolus for 131 grams of carbohydrates (carbs) instead of 75 grams of carbs. Reportedly, the customer suspended the bolus request. Review of the bolus history by tandem technical support verified that 6.78 units of the 7.56 units had been delivered. Blood glucose level was 137 mg/dl. The customer acknowledged that the reported issue occurred due to user error, and the pump was functioning as intended.